Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed a white screen. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that the device had its service led illuminated. It could not be verified that the device had a white screen after being powered on. The device had logged several event codes into its memory. Physio replaced the user interface pcb assembly. Proper device operation was then observed through functional and performance testing. The device was subsequently returned to the customer.